Manufacturer narrative:
B1,b2,h1,h2,h3: making corrections to accurately capture the serious injury previously reported. D10: the serial number of the surgical arm was (B)(6) h3, h6: the surgical arm was returned for product analysis. The analysis was able to confirm the complaint. The exports were returned for clinical analysis. The analysis determined that the root cause of the deviations experienced in the operating room was a malfunction of the arm. B01, c07, d02 are applicable to both the clinical analysis and the product analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was initially reported that there was no effect to the patient as they completed the case and reported the complaint the day of the surgery. The patient did not exhibit issues until later in post-op.the patient was having weakness in one leg with some difficulty walking. At the time of the case neuromonitoring was showing good signals.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the surgeon had difficulty registering the patient. The manufacturer representative stated that the image and plan looked good. The c-arm was calibrated, and the 3d marker was attached securely and in the correct orientation to the target extender. The plan was from l3 to l5. L5 registered with caution (yellow), but l3 and l4 failed. The manufacturer representative resorted to scan and plan to continue the surgery. The scan and plan successfully registered the patient. During the scan and plan case, l3 and l5 looked medial on the confirmation fluoro exam. The screws were placed using navigation, removed, and then the x-eye camera was used to place the k-wires to make the screws more lateral. The procedure was delayed by two hours and it was reported that the patient was affected. It was also documented that there was no impact to the patient outcome. Follow-up for clarification is being conducted. L3 and l5 were deviated medial by 3-5 mm.

Manufacturer narrative:
A manufacturer representative went to the site to test the system. At the time of the system checkout the surgical arm was replaced. Concomitant medical products: other relevant device(s) are: product ID: asm0206-01r, serial/lot #: (B)(4), ubd: , UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.